Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, the set screw would not accept the torque wrench. The lead was firmly connected to the pacemaker and the procedure completed. Three days post implant, intermittent capture and sensing were noted.